Event description:
This spontaneous report was received by a (B)(4) affiliate on (B)(4)-2011 from a consumer reporting on self from (B)(6).on an unspecified date, the consumer purchased an unknown quantity of o.b. Tampon super absorbancy for menstruation (lot number, expiration date unspecified) and noticed that a tampon had no string. This report had no adverse event and the action taken with the device was not known.this report was considered a reportable malfunction case.

Manufacturer narrative:
This malfunciton occurred in (B)(6). The date of this submmission is (B)(4) 2011. This closes out this report unless other additional significant information is received.